Manufacturer narrative:
Additional information received update on the following: block b5:describe event or problem . Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. During the procedure there was some initial difficulty guiding the needle to the landing zone. The physician repositioned the needle and snagged the rectal wall and readjusted. It is noted, good hydrodistention was achieved as seen on the axial and sagittal planes prior to moving on with the injection of the hydrogel. When switching from the saline syringe to the spaceoar assembly, the needle was pushed towards the base of the prostate and slightly anterior. During the injection the physician did not see the gel expand as normal. The seminal vesicle expanded and movement in the urethra on ultrasound towards the end of the injection was seen. The physician suspected that the gel was injected into the seminal and prostatic urethra. A cystoscopy and resectoscope was done immediately following the procedure prior to waking the patient. The misplaced hydrogel in the patient's urethra was removed. On october 28, 2021, additional information received stating that fiducials were administered transperineally and the patient received external beam radiation therapy (ebrt). The patient condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. During the procedure there was some initial difficulty guiding the needle to the landing zone. The physician repositioned the needle and snagged the rectal wall and readjusted. It is noted, good hydrodissection was achieved as seen on the axial and sagittal planes prior to moving on with the injection of the hydrogel. When switching from the saline syringe to the spaceoar assembly, the needle was pushed towards the base of the prostate and slightly anterior. During the injection the physician did not see the gel expand as normal. The seminal vesicle expanded and movement in the urethra on ultrasound towards the end of the injection was seen. The physician suspected that the gel was injected into the seminal and prostatic urethra. A cystoscopy and resectoscope was done immediately following the procedure prior to waking the patient. The misplaced hydrogel in the patient's urethra was removed. There were no patient complications reported as a result of this event.